Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the balloon ruptured. The 24mm x 2.75mm, eccentric target lesion was located in the 78% in stent restenosed, severely calcified and mildly tortuous right coronary artery. The 30.00mm x 2.75mm agent drug coated balloon was introduced to the lesion, however, ruptured at 12 atmospheres after being inflated for approximately 13 seconds. The balloon was removed and the procedure was successfully completed with a different device without issue or patient injury.